Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/17/2019. Date of event: not reported. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number available? What was the date of the initial surgical procedure? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? How many days postoperative did fistula occur? How was the fistula identified? What was the date of the reoperation? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed during the reoperation? What is the current status of the patient? Is the device available for return? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? If so, please provide 2-3 different dates/times when the surgeon and sales representative(s) would be available for a 15-30 minute conversation. Please include time zone.

Event description:
It was reported that following an unknown procedure, according to the surgeon, he had problem with the patient with the cdh29a stapler even after the recall. The patient had a fistula and needed to be reoperated.

Manufacturer narrative:
(B)(4). Date sent: 03/04/2020. Additional information was requested, and the following was obtained: the doctor said he has no interest in following up with the other information and the complaint.

Manufacturer narrative:
(B)(4). Date sent: 03/27/2020. Additional information received: the surgeon doesn¿t want to give more information.